Event description:
The account alleges that during an interventional procedure, the radiopaque marker band on the 5f pigtail vessel sizing catheter detached within the patient. The physician was able to successfully externalize the foreign body liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.